Event description:
Vns tunneler used from left neck to left chest, surgeon attempted to remove the tip to pass lead but unable to screw off. Ultimately, needed to get a new tunneler. Surgeon able to use track made by other tunneler. Manufacturer response for instrument, surgical, non-powered, cyberonics® tunneler model 402 (per site reporter). Following up.